Manufacturer narrative:
The forward trigger would catch intermittently and cause run-on due to wear and galling on the trigger shaft.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.